Event description:
It was reported that during prep for a stenting treatment procedure, the 4.0 x 24mm promus premier stent moved on the balloon. The physician completed the procedure with another of the same device. There were no patient complications reported and the patient status is stable.

Event description:
It was reported that during prep for a stenting treatment procedure, the 4.0 x 24mm promus premier stent moved on the balloon. The physician completed the procedure with another of the same device. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).